Event description:
The customer reported that during a routine check before initiating therapy on a pt, the unit would not turn on. The pt was placed on another unit and therapy was initiated. No pt injury was reported.